Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the device "shifted and there is pain around the implant. The patient stated the physician suggested to use the arm as much as possible so it might move back. The patient also reported that everything was fine until exercise class approximately four months ago." The implantable cardioverter defibrillator (ICD)  remains in use and no further patient complications have been reported as a result of this event.